Manufacturer narrative:
The sterilizable light cover is being returned to the supplier for evaluation. An investigation is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported two incidents of their harmonyair ng silicone sterilizable cover falling off into the sterile field. No report of injury.

Manufacturer narrative:
The sterilizable light cover subject of the reported event was returned to the supplier for evaluation. The light cover was tested and reviewed, and no abnormalities were identified. All specifications were met. Based on the evaluation, the likely cause of the reported event was that user facility personnel did not fully insert the light cover onto the light handle. The packaging was not included with the return and the lot number is not printed on the cover, therefore, the lot number could not be determined. User facility personnel were reminded of the importance of following the instructions for use when using the light cover. No additional issues have been reported.